Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open blister on her left side underneath the lifevest. There is no indication that the patient required medical attention. Attempts to follow up with the patient were unsuccessful. The patient's medical outcome is unknown.